Event description:
It was reported that the device was interrogated and an error message and false shorted output stage detection (sosd) alert presented. Additionally decreased defibrillation impedance was noted on the device. A firmware download was performed to resolve the event. The patient was stable.